Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed for system over temperature. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation for event site name - (B)(6) medical cent. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h4 (correct manufacture date: 2025-12-01). Parts replaced as precaution: the fse replaced the compressor, mufflers, and the threaded probe temperature sensor as a precaution. A getinge field service engineer (fse) evaluated the unit, but was unable to replicate the reported malfunction. The fse successfully completed a simulated treatment with a testing catheter and trainer without issue upon initially testing the unit. Nothing unusual was identified in the logs. The compressor was about 1,000 hours out from being replaced. The fse replaced the compressor, mufflers, and the threaded probe temperature sensor as a precaution. Vacuum and pressure were within tolerance, drifting slightly between calibration attempts, but still within tolerance. A full system checkout was performed. A simulated treatment was performed for about two hours without issue. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a system over temperature and the regulators drifting slightly. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the procedure. No failure confirmed for any part. Retaining the parts in the failure analysis and testing department per procedure.